Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found, however, blood/body fluid was noted on the distal conductor on visual inspection.

Event description:
It was reported during the implant attempt that the lead was attempted but not used due to positioning difficulty. No patient complications have been reported as a result of this event.